Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: no device sample is available for evaluation. A provided x-ray image demonstrates the end of a stented section. Stent markers are visible at the end of the stented section but also in the mid-section which indicates that at least two stents have been placed. The stented section appears evenly expanded, but resolution is poor so that a strut analysis for foreshortening is not possible; an adequate scaling information is not part of the image. The single image of the placed stent cannot confirm foreshortening during deployment. In sum, the investigation is closed with inconclusive result for foreshortening during deployment. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use closely describe holding and handling of the system throughout deployment; the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment.', and 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.', and 'do not hold or touch the brown moving sheath during stent release'. Regarding accessories the instructions for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (...).' Regarding pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly stacked up in itself as the one-hundred-and-twenty-millimeter stent allegedly ended up being eighty millimeters in the patient when deployed. Reportedly, an additional stent was used to secure and cover the rest of the lesion. There was no reported patient injury.